Event description:
Handle is coming unlocked while cutting case type / application: tka 2.0.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Handle is coming unlocked while cutting case type/application: tka 2.0.

Manufacturer narrative:
Reported event: an event regarding mechanical failure involving a mako mics was reported. The event was not confirmed. Method and results: product evaluation and results: device with mechanical failure was returned to the supplier and evaluated. The failure was not confirmed; however, the following failure was identified: motor output coupling: loose screws, failed ground bond test 1, cable- soak cap lanyard damaged. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.